Event description:
It was reported that the lead system had pulled back into the pocket. It was also reported that the patient twiddled the device. The lead system will be revised. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.